Event description:
The manufacturer received information alleging the low oxygen (o2) flow test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was being evaluated at the manufacturer service center when the issue occurred on the device. During the evaluation it was noted that the devices active exhalation control module (aecm) valve had caused the low o2 flow test step to fail on the device. In conclusion, the device's aecm valve was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the cord retainer was replaced for either missing and/or damaged on the device. This was unrelated to the reportable issue. The front enclosure case, keypad, and enclosure seam gasket were replaced for physical damage unrelated to the reportable issue. The device passed all final testing.